Event description:
It was reported that a tecnis eyhance intraocular lens (iol) had fibers in back of iol where the iol creases. The doctor was able to remove the fibers using the forceps and provisc and the iol remains in the patient's eye. The iol still remains in the patient's eye. The patient¿s outcome, status is fine. The suspect product and foreign material will not be returned. No other information was provided.

Manufacturer narrative:
Asku. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3- no: the device was not returned for evaluation, as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.